Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one nitinol guidewire. Usage residues were visible along the distal end of sample. The inner core wire was broken. The outer coil wire was broken and elongated. The distal weld tip was missing and was not returned for evaluation. Microscopic inspection of the break in the inner core wire revealed material necking and curved shape memory in the vicinity of the break. The break surface exhibited a dully granular surface. The material necking and dully granular break surface were consistent with damage caused by tensile stress. The curved shape memory indicated that the wire was drawn against a hard surface such as the introducer needle bevel. Attempting to withdraw the wire through the introducer needle shaft can damage the wire or cause it to become stuck within the needle shaft. It appeared that the complaint sample became stuck and subsequent pulling resulted in the observed break.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh1684 showed no other similar product complaint(s) from these lot numbers. Device not returned at this time.

Event description:
It was reported that the nurse placed the guidewire into the patient's vein, and was unable to remove it. Anaesthetist removed it by traction and the guidewire was reportedly unraveled.